Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a full power on reset (por) caused by radiation therapy. An in-office interrogation was done, and the device was subsequently reprogrammed to match the previous programmed settings. The device is still in use. No patient complications have been reported as a result of this event.